Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for pre-dilation. However, during the second inflation, the would no longer increase and it was confirmed that the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.0mm x 10mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.